Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported pull off - suture needle. One detached needle of product code 8423, lot mgq037 was returned for analysis. During the visual inspection of detached needle, the swage and attachment area were observed as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted; however marks on the body needle were found. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per condition of the sample, it could not be determined what may have caused the reported incident. In addition, one opened box with twelve unopened samples of product code 8423, lot mgq037 was returned for analysis. During the visual inspection of twelve unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. Functional test was performed on the samples and the pull force on the samples did not meet the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, the assignable cause is a pull-out defect.

Event description:
It was reported that the patient underwent a hernia procedure on an unknown date and suture was used. During the procedure, the needle has gone loose from the thread. The needle fell into the abdomen but was found. The procedure was completed successfully. There were no adverse patient consequences reported.